Event description:
The international customer reported the ventilator would not work on ac power. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the power supply to address the reported problem.